Event description:
It was reported that during an alif procedure at l5-s1, the coverplate would not attach to the interbody device. Another implant was opened to try a second coverplate and it would not attach. The surgeon opted to leave the device in without a coverplate. There were no patient complications.

Manufacturer narrative:
(B)(4). The interbody device remains implanted. The coverplate was not returned to the manufacturer for evaluation. A review of the device history records found no documentation to indicate a nonconformance to specification. Unable to determine cause of the event.